Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. A failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests were noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. The surfaces of the detachment site of the exhaust tube of cylinder 2 appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the pump fill, back pressure, inlet valve, leak pressure and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device required replacement due to a tubing rupture. A mechanical failure was noted. The reservoir was retained and reused. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.